Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, one noise reversion and inappropriate mode switch episodes were noted on the atrial and ventricular channel. Ventricular inhibition of pacing was also noted with two episodes. The patient was pacemaker dependent. The episodes were found to be due to electromagnetic interference (emi). Programming changes were made. The patient was asymptomatic and stable.